Event description:
Brought to e.r. By squad for difficulty breathing. Tracheostomy tube removed, approximately 1 1/2" of tracheostomy tube had broken off and was lodged in the right mainstem bronchus. Broken section removed by bronchoscopy.